Event description:
It was reported that the catheter was stuck on the wire. An angiojet zelantedvt catheter and an unknown amplatz wire were selected for a deep vein thrombectomy procedure. During the procedure, the physician was over the wire and was unable to pull the angiojet catheter back. The catheter was stuck on the guidewire. The entire system was pulled out from the patient's leg at the end of the procedure. The outcome of the procedure was favorable. There were no patient complications reported.

Event description:
It was reported that the catheter was stuck on the wire. An angiojet zelantedvt catheter and an unknown amplatz wire were selected for a deep vein thrombectomy procedure. During the procedure, the physician was over the wire and was unable to pull the angiojet catheter back. The catheter was stuck on the guidewire. The entire system was pulled out from the patient's leg at the end of the procedure. The outcome of the procedure was favorable. There were no patient complications reported.

Manufacturer narrative:
Device analysis by MFR: returned product consisted just the hub and catheter portion of the zelantedvt thrombectomy and an unidentified .035" guidewire. The guidewire was returned inside the lumen of the zelantedvt device. The supply line and effluent line were cut-off at the custom barb luer attached to the hub. The supply line, effluent line, and pump/pump assembly were not returned for analysis. The shaft and tip were visually inspected. Visual inspection presented no damage or irregularities to the returned portion of the device or the guidewire. Functional testing was performed by attempting to remove the guidewire from the lumen of the complaint device. The guidewire was able to be removed with no resistance or difficulties. Inspection of the device presented no damage or irregularities.